Event description:
It was reported that patient received surgical procedure and had a bad reaction to the chloraprep application. Verbatim: on 08-nov-2021 12:51 pm central ¿ while answering the product complaints phone line - received an international phone call regarding a direct consumer complaint for chloraprepmat ¿ unknown lot ¿ unknown doe ¿ 02-nov-2021 verbatim ¿ customer received surgical procedure ((B)(6) 2021) at hospital in UK and had a bad reaction to chloraprep application. On (B)(6) 2021 patient went to dermatologist who advised her that is was a "burn" and to reach out to manufacturer. Want to speak to someone in legal regarding possible lawsuit. Customer name ¿ (B)(6).

Manufacturer narrative:
No additional information was provided by the princess grace hospital. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that patient received surgical procedure and had a bad reaction to the chloraprep application. Verbatim: on (B)(6) 2021 12:51 pm central ¿ while answering the product complaints phone line - received an international phone call regarding a direct consumer complaint for chloraprepmat ¿ unknownlot ¿ unknown doe ¿ (B)(6) 2021 verbatim ¿ customer received surgical procedure ((B)(6) 2021) at hospital in (B)(6) and had a bad reaction to chloraprep application. On (B)(6) 2021 patient went to dermatologist who advised her that is was a "burn" and to reach out to manufacturer. Want to speak to someone in legal regarding possible lawsuit. (B)(6).